Event description:
A customer contacted beckman coulter inc., (bec) to report that they discovered liquid on the bottom of the right side compartment of the coulter act diff 2 analyzer while troubleshooting for platelet (plt) channel errors and white blood cell (wbc) failure at startup. The volume of the spill is unknown, but was contained within the right side of the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. There was no report of exposure to open wounds or mucous membranes and the operator did not seek medical attention. No one was splashed or sprayed. There is an exposure control/risk management plan in place at the facility. The material safety data sheet (msds) was reviewed. There was no impact to sample results as the event occurred while the instrument was at startup. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per the act diff 2 operator's guide, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer contact assisted the customer in the troubleshooting process. The customer stated they were running the instrument with the bath-shield off and the front door open. The customer was instructed to reattach the bath shield, clean the baths, and keep the instrument doors closed. The customer reran startup without a problem. There was no further recurrence of this event reported by the customer to date. The cause of the leak may have been attributed to baths requiring cleaning. (B)(4).